Event description:
It was reported that during a coronary stenting treatment procedure balloon withdrawal resistance occurred. The 85% stenosed target lesion was located in the severely calcified and tortuous mid left anterior descending artery (lad). The lesion was predilated with a 2.0x20mm maverick2 balloon and then a 2.5x24mm liberte monorail coronary stent delivery system (sds) was advanced to the target lesion. However, the sds was unable to cross the lesion so the lesion was dilated again with a 2.5x20mm maverick2 balloon. The liberte sds was advanced to the lesion again and the stent was deployed at 16atms for 6 to 8 seconds. When the physician tried to withdraw the balloon some resistance was noticed. The balloon was then inflated to 16atms and then deflated, the physician pulled negative, and deep seated the guide catheter and was finally able to withdraw the balloon on the sds with no movement of the stent. The physician then implanted a 2.5x24mm liberte stent in the distal lad and the procedure was completed. No patient complications were reported with the patient's current condition listed as "good".